Event description:
The following description of the event was reported to viasys via a letter from the user facility in response to a letter sent by viasys requesting information. "Charge nurse called to resident's room by staff. Found unresponsive and cyanotic. Vent panel not lit. Resident removed from vent and bagged for 1.5 mins. Then applied to backup vent. Turned off, then on other vent and panel did light up. Resident stated "machine beeped once or twice, followed by a long beep, he put his calling light on and couldn't breathe. After fully charging that vent, was allowed to run for an extended time with a test lung on it, it beeped a few times, gave a long beep, then shut off."

Manufacturer narrative:
The viasys service dept tech evaluated the unit and determined, that the most likely root cause of the reported event was faulty internal and external batteries. The viasys service dept tech replaced the affected components and ran the unit through a complete calibration and checkout to ensure that it meets all factory specifications. Upon completion the unit was returned to the customer ready to be placed back into service.